Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that she developed infections, rash, bleeding and was hospitalized after undergarment usage. She indicated 2 days after switching from her normal undergarment, to one that is indicated for usage by men. She developed a red rash in the creases of her legs, labia and the back of her legs which bled. She stated the she also experienced swelling of her labia and vagina. She visited the hospital and was admitted overnight. She was diagnosed with a urinary tract, kidney and yeast infection. She was released from the hospital and prescribed antibiotics. She recontinued using the product and started swelling several hours later. She has since discontinued use.

Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided. Consumer used product that was indicated for usage in men. She has since discontinued use. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.